Manufacturer narrative:
Device evaluation: the investigation of the returned device confirmed a kink in the catheter. The device history record found one unrelated rejection. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported during a cardiac catheterization procedure that the guide catheter kinked during insertion and positioning within the vasculature. The patient's anatomy was tortuous and the kinking occurred with multiple catheters (5). The physician reported patient harm due to the additional procedure time, contrast, and x-ray exposure. However, a request to quantify the actual procedure time, additional contrast, and x-ray exposure was not provided by the physician. The physician switched (5) catheters and finished the procedure. No additional information was provided.